Manufacturer narrative:
Analysis synthesis: as received, the fixation mechanism operated as specified. Electrical tests performed revealed an abnormally low impedance value measured on the proximal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). This failure is related to the inner tube not sufficiently inserted to the connector. Actions to avoid recurrence of this kind of events are currently under implementation. This investigation will be retained and used for trending purposes.

Event description:
Reportedly, during a new system implantation procedure on (B)(6) 2025, no pacing could be measured at 5v, the impedance was under 100 o and a flat egm was displayed. There was no improvement despite the psa cables changed. The procedure was completed with another vega lead.

Event description:
Reportedly, during a new system implantation procedure on (B)(6) 2025, no pacing could be measured at 5v, the impedance was under 100 o and a flat egm was displayed. There was no improvement despite the psa cables changed. The procedure was completed with another vega lead.